Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the approach hydro st microwire wire guide was used to cross a calcified occlusion in the patient's foot during a tibial angioplasty procedure. The wire stretched and unraveled upon removal. All of the wire was removed from the patient. It was further noted that the distal weld connection separated. The product problem did not result in any reported serious injuries to the patient.